Manufacturer narrative:
The reported events were sensing r-wave amplitude variation, high pacing lead impedance, and helix mechanism issue. The reported event of helix mechanism issue was confirmed, although the r-wave amplitude variation and high pacing lead impedance were not confirmed. The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
H6 conclusion codes.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a pulse generator implant procedure. During the attempt to implant the right ventricular lead, the lead exhibited sensing problem of r waves at various different positions. The lead also exhibited high impedance and the physician had difficulty extending and retracting lead helix smoothly. The anomalous lead was then removed and replaced successfully. The patient was in stable condition.